Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net, non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing was observed on stored egm. The patient did not receive therapy during the oversensing. The programming changes were not made as the patient was unable to visit the clinic. The patient was stable and will be continued to be monitored until next visit.